Event description:
A report was received that the patient was experiencing excruciating pain at the lead site. The patient had tunneled dual extensions bundled in a small incision. The lead extensions were removed. The patient was doing well and the pain was resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3138-35, serial/lot #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.